Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have broken a distal pitch cable at the distal end. An additional observation related to the customer reported complaint was also identified. The permanent cautery hook instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and found that the pitch cable was dislodged. Additional observations not reported by the site were also identified. Signs of corrosion were found on the permanent cautery hook instrument bearings. Input disk bearings exhibited orange discoloration. The instrument was also found to have dried residue on the clamping pulleys.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken cable at distal tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified was sterile processing. There were no reports of fragments falling while being used on a patient.